Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by lower abdominal pain. On an unreported date, the patient was hospitalized for the event of peritonitis. The cause of the peritonitis event was not reported. Treatment for the peritonitis was not reported. The patient was still hospitalized at the time of this report. It was not reported if the patient recovered from the peritonitis event. Additional information was requested, but is not available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was treated with unspecified intravenous and oral antibiotics for 10 days (doses and frequencies not provided) for the peritonitis. The patient was placed on hemodialysis; however, the peritoneal catheter was not removed. Fourteen days after admission, the patient was discharged from the hospital and reported to have recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).